Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and enlarged atrium. After performing transseptal puncture and inserting a steerable guide catheter (sgc), a floating structure was observed at the sgc and dilator assembly, despite heparin injection and sufficient act. The physician suspected that the floating structure was a tissue particle of the fossa. While retracting the dilator, aspiration was performed, and the floating structure was not visible anymore. The procedure was continued. A mitraclip was implanted successfully, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.